Event description:
It was reported on (B)(6) 2013 that while a surgeon performed an explant of an locking compression plate (lcp) lateral distal fibula plate, one cortex screw broke during the surgery. The patient was originally treated for a fibula fracture on an unknown date. The patient complained of pain on an unknown date and the surgeon decided to explant the plate, four locking screws, and three cortex screws. During surgery the surgeon discovered that one of the cortex screws was broken. It was reported that the sales consultant is not sure at what point the surgeon discovered the broken cortex screw. The shaft of the screw remains in the patients bone. No part numbers are available for the screws. No patient information is available. The surgery was successfully completed. No report of harm to patient. No additional information. This is report 1 of 2 for complaint # (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the respective raw material and finished product device history record files found no irregularities that would have caused or contributed to this condition. The investigation could not be completed; no conclusion could be drawn, as no product will be received. Placeholder.